Manufacturer narrative:
Investigation: a terumobct technical service representative evaluated the device at the customer site and repaired the device in the field. A device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: the root cause of this failure was a misaligned release button. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
Customer reported that the IV pole on this device was slipping down. This report documents a failure of the device which creates a potential for injury. Patient identifier and outcome are unknown at this time.

Manufacturer narrative:
This file is being submitted to provide additional information.

Event description:
A report of patient or operator involvement related to the reported condition was not received from the customer, therefore, identifying information and outcome are unknown.